Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. As a result of checking the event history log, it confirmed that there was a record of the high-pressure alarm during pump operation. During the functional testing, it was confirmed that there was variation in the occlusion pressure detection level. The cause of the issue was found to be a defective downstream sensor. The downstream sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blockage alarm goes off every 30 minutes. Per reporter, the fault occurred during infusion. There was known patient involvement and no patient harm/adverse event reported.